Manufacturer narrative:
Device was used for treatment, not diagnosis. (Therapy date): exact date of implant is unknown but was reported as approximately three (3) months prior to (B)(6) 2016. He subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes elmira. Date of manufacture: apr 10, 2006. The review showed that there were no complaint related anomalies. The device history record shows this lot of 4.5 mm medial proximal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery took place on (B)(6) 2016 for a broken 4.5 mm locking compression plate (lcp) medial proximal tibia plate. It was reported that the patient was originally implanted approximately three (3) months prior to (B)(6) 2016 (exact date unknown) with plate and an unknown quantity of unknown screws. It was reported that the patient was non-compliant; walking and bearing weight on the operated leg. The plate broke at one screw hole and the other side of the plate was bent. The patient was revised to a tibia nail. All other implants were removed intact. There was no harm to patient during the revision surgery or surgical delay. Concomitant devices reported: screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility # (B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached.